Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the reporter, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, rash, redness, raw and skin breakdown under the entire sensor patch area. Prior to sensor insertion cavilon cream and barrier creams were used. The child was recently seen by the general practitioner (gp) due to the severity of the reaction. The patient¿s mother reported that the skin is raw and broken down, and the child was prescribed an unspecified oral antihistamine by their gp, which the child is now taking daily. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).